Event description:
It was reported that needle 19g 1-1/2in tw was blocked and there was leakage. This occurred on 10 occasions during use. The following information was provided by the initial reporter: blocked needle. When injecting an immunisation into the person, it feels as if the needle is blocked somehow?? The needle is disconnecting from the syringe when we go to push the plunger in and the immunisation is spurting out - not going into the person. We use the 19g as drawing up needles - they feel blocked as well. We haven't been able to draw up the iron infusion liquid and had to keep changing needles to get one that will work. It has not happened with every needle in the batch, but quite a few.

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 19g 1-1/2in tw was blocked and there was leakage. This occurred on 10 occasions during use. The following information was provided by the initial reporter: blocked needle. When injecting an immunisation into the person, it feels as if the needle is blocked somehow?? The needle is disconnecting from the syringe when we go to push the plunger in and the immunisation is spurting out - not going into the person. We use the 19g as drawing up needles - they feel blocked as well. We haven't been able to draw up the iron infusion liquid and had to keep changing needles to get one that will work. It has not happened with every needle in the batch, but quite a few.